Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right total knee arthroplasty on (B)(6) 2014 secondary to pain and osteoarthritis. Attune implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. The patient underwent a revision on the right knee on (B)(6) 2019, however there is no operative note or any other additional information available at this time of review on (B)(6) 2019. Pmh: osteoarthritis, right knee. Doi: (B)(6) 2014. Dor: (B)(6) 2019.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed: 7226216. 0 non-conformances on this lot number; final micro and sterility tests passed; all qc release specifications met.